Event description:
It was reported that the patient had a stroke and was admitted to the emergency room. They had right sided hemiparesis. A computed tomography scan was done showing a large left front parenchymal hemorrhage with secondary mass effect. The patient was treated with medical management as they were not a surgical candidate. They had remaining deficits on the right side with speech impairment. The patient was reportedly stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no changes to patient condition or anticoagulation status that would've contributed. The cause was thought to be hemorrhage

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.